Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the right leg, tibial artery. An unspecified xpert stent system was advanced in the patient anatomy and the stent was deployed. Post-deployment, it was noted that the xpert stent system had expired. There were no adverse patient effects or clinically significant delay in the procedure reported. The following day the patient had a below-knee amputation, however, it was said to be unrelated to the xpert stent. No additional information was provided.

Manufacturer narrative:
(B)(4). The two other xpert devices referenced are being filed under a separate medwatch MFR number. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xpert instructions for use states: use prior to the use by date. The investigation determined that the reported use of the product after the expiration date was due to user error.

Event description:
Subsequent to the previously filed medwatch, the following information was received: a total of three expired 4mmx60mmx135cm xpert stents were implanted. Amputation was performed due to inability to restore blood flow to the ischemic leg, even after initial stent placement.